Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced weakness from lead compression during lead replacement surgery (ref. MFR. Report#1627487-2017-01026). As a result, the lead was explanted which improved the issue.